Event description:
The physician was attempting to deploy a 3.0mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad that exhibited moderate tortuosity and severe calcification. It was reported that the physician was unable to pass the stent to the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the 1st proximal stent segment raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Results: stent deformation and failure to deliver device, patient lesion morphology; 80% stenosis, moderate tortuosity and severe calcification. Conclusion: patient lesion morphology; 80% stenosis, moderate tortuosity and severe calcification. (B)(4).